Event description:
This will be filed to report the serious injuries. This article discusses clinical outcomes after mitral valve surgery in failed mitraclip procedures. The article concluded that failure of mitraclip represents a challenging situation limited by high-risk profiles of patients and limits the possibility of surgical valve repair, shown by a high rate of mitral valve replacement. Secondary surgery was associated with moderate 30 day and post discharge outcomes. Therefore, a careful evaluation of patients undergoing mitraclip is of paramount importance. Complications noted after the mitraclip procedures specifically for the mitraclip device included single leaflet device attachment (slda), rehospitalization, mitral regurgitation, mitral stenosis, tissue damage, pericardial effusion, endocarditis, edema, respiratory failure, renal failure, re-clipping, surgical intervention, surgical repair and patient deaths. Specific patient information is documented as unknown. Details are listed in the attached article, titled ¿mitral valve surgery after failed mitraclip-operation for the inoperable?¿

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The reported deaths and malfunction referenced in are filed under a separate medwatch report number. Date of event ¿ estimated (B)(6) 2022. Implant date ¿ estimated (B)(6) 2022. Literature attached: "mitral valve surgery after failed mitraclip-operation for the inoperable?"

Manufacturer narrative:
The device was not returned for analysis. A lot history record review and complaint history review could not be performed as this complaint is based on an article, and no device/lot information was provided. Causes for the reported mitral regurgitation (mr), mitral stenosis, tissue damage, pericardial effusion, endocarditis, pulmonary edema, renal failure, and respiratory failure could not be determined. Additionally, mr, mitral stenosis, tissue damage, pericardial effusion, endocarditis, pulmonary edema, renal failure, and respiratory failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention (additional mitral valve procedure), hospitalization, and surgery (major and minor) were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.